Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced high blood glucose event on (B)(6) 2026. The patient had reported that the issue was with four infusion sets and the blood glucose was high for one to two hours which was treated with bolus.